Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6)2009 alleging that the onetouch ultralink meter is giving an error 1 message. There is no evidence that the patient suffered a serious injury due to the error 1 message. The patient's symptom, "dry mouth," preceded the onset of the product issue and does not meet the criteria of a serious injury. In addition, the patient denied receiving any medical intervention. However, this complaint is being reported due to the alleged error 1 message.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.